Manufacturer narrative:
(B)(4). Evaluation results: (root cause for detachment undetermined - limited information and device not received for evaluation), incorrect technique/procedure (once deployment is initiated, the stent cannot be recovered by the sheath). Conclusion results: operational context contributed to event (once deployment is initiated, the stent cannot be recovered by the sheath).

Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion. During attempted deployment, the physician felt that the stent jumped a little and decided to resheath the stent. During removal of the device from the patient the stent got caught. The device was removed and on removal it was noted that part of the stent had detached in the patient. The physician performed an ultrasound and multiple fluoro runs to try and determine the location of the detached part of the stent. The detached portion of the stent could not be found. The physician when deployed another stent to treat the target lesion. The patient was fine post procedure.